Manufacturer narrative:
Instrument maintenance was up to date and camera calibration values were within the expected range. An immucor service technician performed the unexpected reaction checklist. All settings were within specification. A slight adjustment was made to the robot handler y belt. The customer did not have enough sample remaining for additional testing. The qc assay was performed. The instrument is operating as expected.

Event description:
A customer reported unexpected negative reactions with the screening assay on the galileo echo instrument.